Event description:
During testing of the ventilator after initial setup of unit, the MFR's service tech reported the unit failed extended self testing (est) due to an inhalation autozero solenoid failure. There was no pt involvement and therefore no patient harm. If the solenoid malfunctions and cannot open, this task cannot be performed and affects the accuracy of the system pressure measurement. Failure of the autozero solenoids while in use could result in a vent inop condition. Vent inop, if in use on a pt, will stop providing ventilatory support to the pt. The service tech replaced the sensor board to correct the problem. Performance verification testing was completed, and all tests passed to operating specs.

Manufacturer narrative:
.